Event description:
It was reported that the release handle interferes with the fowler bracket.

Manufacturer narrative:
The unit was originally repaired incorrectly causing interference. The correct repair has since been performed.